Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: delamination, yellow particles inside of the shell, wear abrasion. Leak test was performed and found delamination on diaphragm valve, white particles. A microscopic analysis was performed which identify delamination diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.